Manufacturer narrative:
(B)(4). A review of the device service history and device history was performed. There were no issues identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient (hp) who performs peritoneal dialysis (pd) therapy with the homechoice (hc) device is in the hospital due to a heart attack. Additional information pertaining to this event was requested but is unavailable.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.